Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm during the fill tubing sequence. The customer's blood glucose level was 111 mg/dl. The customer stated the alarm was cleared by a complete set change. The customer agreed to return the infusion set back for analysis, but not the reservoir. The customer's items were replaced.